Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed the report of a lvad fault; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted controller event log file contained events recorded on (B)(6) 2021 from 22:51 to 23:58. The recorded information revealed that the system maintained the desired set speed with intermittent low flow alarms associated with flow levels below 2.5 lpm. In additional to the low flow alarms at 23:52 there was a lvad internal fault alarm related to eeprom communication error (f46). The submitted periodic log file contained events recorded from (B)(6) 2020 to (B)(6) 2021. The recorded data did not add any new information regarding the reported event. The system controller serial number (B)(6) was not returned for evaluation and it was reported that it was retained by the hospital. It was reported that the lvad fault alarm did not occur after the controller was exchanged. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had low flow alarms on their rvad (right ventricular assist device). The patient was hospitalized for the alarms. It was noted that the patient also had an lvad (left ventricular assist device) which was reported to be working as intended without alarms. Log files from the rvad were reviewed which found "lvad fault." The system controller was exchanged on (B)(6) 2021. The alarm did not occur again after the exchange. The plan of care was for further observation in the hospital. The patient was reported to be doing well. No additional information was provided.